Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: vat lung wedge excision. Event description: performing a vat lung wedge excision and for the shaft of the port broke away approx. 2" from the end. We had to retrieve the broken part of the port from within the chest cavity. Were not applying undue pressure or anything other obvious which would have caused this malfunction. Additional information received via email from applied medical representative on 15 july 2022: the trocar broke on removal. The broken portion was retrieved using the other access ports and removed. No complications arose from the event. Patient status: stable.

Event description:
Procedure performed: vat lung wedge excision. Event description: performing a vat lung wedge excision and for the shaft of the port broke away approx. 2" from the end. We had to retrieve the broken part of the port from within the chest cavity. Were not applying undue pressure or anything other obvious which would have caused this malfunction. Additional information received via email from applied medical representative on 15 july 2022: the trocar broke on removal. The broken portion was retrieved using the other access ports and removed. No complications arose from the event. Patient status: stable.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with the fractured piece. Visual inspection confirmed the complainant¿s experience of a fractured cannula shaft. The wall thickness of the cannula shaft near the fracture was measured and did not meet specifications. Based on the condition of the returned unit and the description of the event, it is likely that the reported event was due to the wall thickness of the cannula. It is possible that the excessive force exerted on the unit during port placement and the cannula being more susceptible to fracture were contributing factors. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.